Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 141235 - biomet cc cruciate tray 79mm - j3961501. G2 : foreign country : japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after installing the bearing, the locking bar didn't go straight in and could not be seated in the tibial tray. Staff noticed that the bottom surface of the bearing was not flat and it tilted like a seesaw when placed on the tibial tray. The surgery was completed with another device. The surgical technique was utilized. There was less than a 30 minute delay. Attempts have been made and all available information has been provided.